Event description:
Description of event: it was reported that the patient had a flowonix pump and catheter implanted that was not aspirating. The flowonix system was explanted. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).